Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Lot number unknown / not provided . UDI not available.

Event description:
It was reported that the abutment fractured at the implant. A new low profile was placed.

Manufacturer narrative:
Zimmerbiomet complaint number(B)(6). The following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date and UDI not available, lot number unknown g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date not available, lot number unknown h6: evaluation codes h10: additional narrative one low profile abutment was returned for investigation. Visual inspection via naked eye and camera magnification identified screw fractured at the threads. Signs of use and wear at the drive feature of the abutment. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing conditions noted on the per form provided: bruxism, clenching. Bone density type is unknown. The reported device was located on tooth site 13 (fdi). Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review could not be completed for the reported product as the lot number was not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review by item number was conducted for the ilpc342u dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Post market trend review: july post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and devices (ilpc342u). Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of this report.